Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. \

Event description:
Customer reported via phone call that the insulin pump had insulin flow blocked alarm. Customer's blood glucose level was 323 mg/dl. Customer was advised to replace plunger and manually push plunger very slowly, while keeping the reservoir straight, and verify insulin exits the tubing. Customer states the insulin did not exit. It was also advised to customer to rewind insulin pump, place reservoir in it and run load reservoir to a minimum of 5.0u and insulin was exited. Customer was advised to change the reservoir resolved the issue. The device will be returned for analysis.

Manufacturer narrative:
Evaluated one open and used reservoir. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test as follows: reservoirs filled with diluent, and connected to a new infusion set. Installed reservoir & connector into a paradigm pump. Performed pump manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded. (B)(4).